Event description:
Customer reported to customer service that the transformer housing of her pump in style breast pump broke apart exposing underlying electronics which is a safety hazard.

Manufacturer narrative:
The customer reported that her transformer was broke exposing underlying electronics. She did not report of any spark, fire or injury. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.